Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information indicated this device was explanted and replaced. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) due to a charge time measurement greater than 30 seconds. The current monitoring voltage was 2.33 volts. A device replacement procedure planned to take place at a date in the near future. To date, there have been no adverse patient effects reported.